Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor displayed a service code 203 (pulse test fault) after the pulse test. Upon evaluation, resistor r84 was broken on the defibrillator board, wires on the belt connector were cut and belt connector receptacle was broken free from the monitor enclosure. The cause for the pulse test failure is the damaged resistor and the damaged belt connector. The root cause for the broken resistor could not be positively identified but was likely mechanical shock from physical impact. The root cause for the damaged belt connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the open resistor or damaged belt connector. The last patient to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault) after the pulse test. The last patient to use this monitor did not report any problems.